Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/15/2014 with the following findings: the pump battery compartment was observed to be cracked from the threads down to the case seal and corrosion was observed in the battery compartment and on the battery cap spring. The pump failed a leak test due to the damage on the battery compartment. The pump powered on with a very dim display screen that was unable to be read. The pump was opened and the display was replaced with a test display; the pump display was found to return to normal with the test display.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the battery compartment had cracked one week prior to the call. The reporter stated that there was corrosion noted in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.